Event description:
It was reported to boston scientific corporation that after placing the first two mesh legs during an anterior prolapse repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the "bottom" mesh leg, outside the patient, as the physician was loading it into the capio device. The physician attempted to tie a "free needle" (type and manufacturer unknown) to the suture of the mesh leg, but the patient began to bleed, which was stopped with applied pressure. The patient reportedly lost 100cc of blood. The physician is not sure why the patient began bleeding. The physician removed the entire mesh assembly from the patient and the procedure was completed with another pinnacle anterior/apical pfr kit, without further complications to the patient, who is reportedly "fine" and suffered "no ill effect" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned pinnacle anterior/apical pfr mesh assembly showed kinking on all lead sutures, and all four needles were missing. One missing needle confirms the reported complaint, and was retained for sharp counts. It was reported to boston scientific corporation that the needle was cut off from each of the other two legs that were implanted, to facilitate removal from the patient, and were retained for sharp counts. The fourth needle was cut off the mesh leg that was not implanted, and also retained for sharp counts. The capio suturing device was not returned; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and this reported event. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the needle detachment was determined to be design. The probable cause for the kinking of the lead sutures was determined to be caused by the tool used to facilitate the removal of the device from the patient. Corrections: "ae or product problem" has been corrected from "reported issue is both an adverse event and product problem" to "product problem." Note: the initial manufacturer report had "required intervention" and "other" erroneously selected under "outcomes attrib. To ae." "Type of reportable event" has been corrected from "serious injury" to "malfunction."

Event description:
It was reported to boston scientific corporation that after placing the first two mesh legs during an anterior prolapse repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the "bottom" mesh leg, outside the patient, as the physician was loading it into the capio device. The physician attempted to tie a "free needle" (type and manufacturer unknown) to the suture of the mesh leg, but the patient began to bleed, which was stopped with applied pressure. The patient reportedly lost 100cc of blood. The physician is not sure why the patient began bleeding. The physician removed the entire mesh assembly from the patient and the procedure was completed with another pinnacle anterior/apical pfr kit, without further complications to the patient, who is reportedly "fine" and suffered "no ill effect" post-procedure.